Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased capture threshold and intermittent high pacing lead impedance were noted. The non-pacer dependant patient was asymptomatic. Programming changes were made and lead remains implanted. 6-month follow-up scheduled.

Event description:
New information received states that the patient received inappropriate therapy due to noise. During the explant procedure, insulation abrasion was noted when the pocket was opened. There were no complications.